Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the vascular endocutter successfully fired the reload, cut and stapled the tissue, opened the jaws to remove from tissue, reclosed the jaws to remove the endocutter from the patient but wasn't able to reopen the jaws outside the patient to add a new reload. The doctor tried the reverse button and the jaws wouldn't reopen. The doctor used a second endocutter to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties and the knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.